Manufacturer narrative:
Philips received a complaint on the efficia dfm100 indicating battery was not charging and not recognized by the device. The distributor has taken over the device servicing. The evaluation of the device found it needs a therapy printed circuit assembly (pca). The customer presented with a quote for the replacement of this pca no further investigative actions needed. Based on the information available and the testing conducted, the cause of the reported problem is the therapy pca. The reported problem was confirmed. No further action at this time.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.